Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check power with test stand, minimum 190 watt to 260 watt, check for air leak, check for excessive noise, check function of forward / rewind, check for immediate stop, check the hose coupling, check the cannulation, check for free movement and check status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.